Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: there was a positive air leak on intra-operative water test of the gastrojejunostomy. Operative time was extended by approx an hour for over sewing and re-testing. There was no visual staple formation issue from the endoscopic view during water leak tests. Reported pt condition: pt experienced significant nausea and vomiting.

Manufacturer narrative:
(B)(4).